Event description:
It was reported that the patient presented to the clinic for a generator replacement procedure. Prior to the procedure, device interrogation indicated that the atrial lead demonstrated an elevated capture threshold. The atrial lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.